Manufacturer narrative:
Investigation summary: complaint is confirmed. Visual inspection identified that the implant 4.5 mm bio-corkscrew was not returned for investigation and the blue suture of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire. The investigation was performed per picture evaluation that confirms the bio-corkscrew was broken/detached from the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive impaction during anchor insertion and/or prying/leveraging during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/11/2023, it was reported by an arthrex subsidiary employee that an ar-1927bcf-45 corkscrew ft anchor broke during insertion. The case was completed using another ar-1927pcf-45 corkscrew ft. This was discovered during an rcr procedure on (B)(6) 2023. All the broken fragments were removed, and the case was delayed fifteen minutes; however, no additional anesthesia was needed. The patient suffered no negative effects on or after the procedure.